Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The medtronic minimed 670g (670g) system is the first commercially available hybrid closed-loop (hcl) insulin pump system for use in type 1 diabetes mellitus (t1dm). This automated insulin delivery system provides insulin using either its hcl ¿auto mode¿ feature or an open loop ¿manual mode¿. The 670g pivotal trial and larger real-world studies show that glycaemia improves after initiation of auto mode in both paediatric and adolescent populations. These improvements include increased time in range (tir, defined as sensor glucose, sg, 70¿180 mg/dl), reduced glycaemic variability and lower haemoglobin a1c (hba1c). In this retrospective, cross-sectional study, researchers identified patients from 10 to 21 years of age who were treated at the eskind pediatric diabetes center at the vanderbilt university medical center and utilized the 670g system for diabetes management between february 1 and december 13, 2018. Data were extracted from any 670g user who had an hba1c value and 670g pump download obtained on the same day. They additionally collected the hba1c value that immediately preceded initiation of the 670g system. The study included 96 adolescents and young adults (61 females) with t1dm. Their median age was 16.6 years (iqr 13.9¿18.0 years) and the median body mass index was 23.85 kg/m2 (iqr 20.6¿27.9 kg/m2). Median change in hba1c from just before 670g initiation to the time of data collection was a reduction of 0.4% (iqr -1.1% to 0.2%). The mean daily percentage time in auto mode significantly correlated with hba1c after adjustment for covariables (b = -0.008, p = 0.014). Additional statistically significant covariables in the model included total daily dose of insulin, grams of carbohydrates consumed per day, number of meals per day, standard deviation of sg and number of blood glucose checks per day. In the population analysed, each 3.4 h increase in auto mode time per day was associated with a 0.1% decrease in hba1c when adjusted for covariables. The mean daily percentage time in auto mode significantly correlated with tir after adjustment for covariables (b = 0.14, p = 0.02). The other statistically significant covariable in the model was number of meals per day. Each 8.6 h increase in auto mode time per day was associated with a 5% increase in tir per day after adjustment for covariables. Median tir in the full cohort versus those with >50% auto mode time was 59.0% (iqr 44.3%¿65.0%) versus 64.0% (iqr 59.0%¿69.0%), respectively. Their analysis indicated that an increase in auto mode time is associated with lower hba1c and increased tir among adolescents and young adults with t1dm. In the cohort analysed, each 3.4 h increase in auto mode time per day was associated with a 0.1% lower hba1c. Likewise, each 8.6 h increase in auto mode time per day was associated with 5% more tir. These findings were consistent with previous 670g trials that demonstrated improvements in glycaemia, including increased tir and reduction in hba1c. The ability of automated insulin delivery to improve glycaemia may particularly benefit adolescents and young adults, who have mostly struggled with meeting therapeutic targets. Thus, it is likely that a substantially higher number of our patients could meet glycaemic targets if the proportion of auto mode time was increased. This analysis provided additional evidence that patients struggle to remain in auto mode and would benefit from increased time in hcl mode. An observational study of 83 paediatric and young adult patients showed 19% of patients completely discontinued using the 670g after an average follow-up time of 8 months. Cited reasons for discontinuation included calibration requirements, problems with sensor durability or adhesion, skin irritation and forced exits from auto mode. In conclusion, whereas the minimed 670g system has demonstrated the potential to improve glycaemic outcomes, their findings suggest that these improvements are diminished when time spent in hcl is limited by frequent auto mode exits.